Event description:
Customer reported a rapid drop in indicated battery charge of pump, leading to an unexpected shutdown. There was no adverse impact to customer¿s blood glucose level. Technical support provided pump reset information and arranged for pump replacement while instructing customer to use current pump and explaining return procedures.